Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Technical services (ts) was consulted and reviewed stored data, with treadmill testing recommended to evaluate sensing vectors. Therapy delivery was turned off and treadmill testing was performed. Ts discussed test results, with reprogramming the device to use its primary sensing vector. This device remains in service. No additional adverse patient effects were reported.